Manufacturer narrative:
(B)(4). Eval: method: other - device history reviewed. Results: other - device history review found the product met specifications when released for distribution. Conclusion: other - cause of event unable to be determined, but likely related to heavy lifting in proximity to impact. Analysis: the product has been returned and continues to undergo analysis. Conclusion: the device history record was reviewed and showed that this valve met all mfg specification for products released for distribution. No issues were identified that would have impacted this event. Following completion of the analysis, a supplemental report will be submitted.

Event description:
Medtronic rec'd info that this annuloplasty ring was explanted 1 month post implant due to mitral regurgitation on echocardiogram. It was reported that the pt returned to the emergency room 2 weeks post implant, with complaints of difficulty breathing. Upon further investigation, it was reported that the pt had been lifting 60-70 pounds concrete blocks within days after discharge. The pt also reported chest impact with the steering wheel while driving, upon hitting the curb. The device was explanted and the pt had valve replacement. No adverse pt effects were reported.